Event description:
During cataract surgery, as the surgeon began to inject the sterile ophthalmic viscoelastic into the anterior chamber of the eye, the needle dislodged from the syringe and shot across the anterior chamber of the eye causing dissection of the iris and corneal tear.